Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (30 mg/ml at 2.533 mg/day) and clonidine (150 mcg/ml at 12.665 mcg/day) via an implantable pump for an unknown indication for use. It was reported during a refill procedure the hcp could aspirate the expected volume, but could only fill 15 ml of the 20 ml. The event date was (B)(6) 2019. The hcp punctured the pump again and tried to funnel the residual 5 ml. Suddenly, the patient felt unhappy and faint. The hcp gave naloxone and the patient was awake. The hcp thought they made a pocket refill (dose of about 60 mg of morphine). The patient was observed for 24 hours in the university hospital. It was indicated no actions were taken. The issue was resolved. There were no reported contributing factors. The patient status was alive - no injury. Further complications were not reported.